Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine at an unknown concentration and dose. It was reported by a family member of the patient that the pump was working fine then suddenly ¿stopped working¿. The patient went to the doctor a couple of days ago (tuesday), and all they did was increase the morphine dose, but it was still not working. On the day of report, the patient could not get out of the chair. The representative stated the patient was supposed to be taking care of his wife and not able to because of the ¿pump problem¿. There were no audible pump alarms that the representative was aware of. The representative also talked in general about issues that could occur with the manufacturer devices such as inflammatory mass, kinking, and that they couldn¿t drain properly, but stated there was nothing that needed to be reported. The change of symptoms was considered sudden. Additional information received from the representative on (B)(6) 2016 reported they were just following up because the patient was related to them, so they needed to follow-up and call in. Since the original call, the representative contacted the representative that serviced the patient¿s pump. It was to the representative¿s understanding after talking to the patient and family member that the pump was working fine for a few weeks then stopped working. They went to see the doctor and the patient was hooked up to the system, and then a higher dosage of pain medication was administered to be done. The representative spoke to the other representative about all of that hoping he would be following up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.